Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. The customer has reported to baxter that they have disabled the pm due notifications until baxter's portion of the investigation is completed. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the pm due message and then turned off during an infusion (medication, programmed amount and delivery rate unk). It was also reported there was no patient injury.